Event description:
Pt call 02/03 requesting a letter stating their bags are safe to use. This message passed on to marketing. Letter sent to the pt dated 02/03 was returned stamped" insufficient address". At the time it was mailed I called pt's unit to verify their address. Today 02/03 I called pt. Someone picked up and hung up on the call. I called pt's unit again and they gave me a po box number. I have written the pt again and will inform marketing of this new address.

Event description:
Patient called to report they had "leaking bags". Patient is recovering from peritonitis (pseudomonas) and claims that they contracted it from these bags. Patient is requesting that a sample be tested. Rn stated in a phone conversation in 02/03 that the patient had peritonitis (pseudomonas) in oct/nov prior to their problem with "leaking bags". The distribution center will be shipping one case of product, obtained from the patient, for evaluation (per rga coordinator).